Event description:
The customer contact reported an adverse event while the device was in use following an alarm condition. On an unspecified date, the device was programmed to deliver 2500 ml of tpn for a duration of 24 hr with a 2 hour taper up and a 2 hour taper down. No further programming parameters were provided. In 2008, the delivery was started. After an unspecified length of time, the device sounded an audible alarm tone during an alarm condition. The patient's wife contacted the user facility and was instructed to disconnect the tubing set from the port. At this time, the patient's wife noted blood had backed up into the port. The port could not be flushed. On an unspecified date, the pt was admitted to the hospital and the port was replaced. On an unspecified date, the pt was discharged home where the therapy was continued. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing.